Event description:
It was reported that, after a thr on eight years ago, the patient experienced a forced traumatic dislocation. It was reduced and subsequently dislocated again. A revision surgery was performed on (B)(6) 2022 to exchange the r3 0 deg xlpe acet lnr 36mm x 52mm. The current health status of patient is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested clinical information or the device, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. However, we cannot rule out the reported forced ¿traumatic dislocation¿ as a likely contributory factor. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems reveal in the postoperative section that unassisted activity, particularly use of toilet facilities and other activities requiring excessive motion of the hip may result in dislocation. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H5